Event description:
A distributor reported on behalf of the customer that, during the reprocessing of their hd autoclavable camera head device, the product had failed a leak test, the charged coupled device case was found to be scratched, the video connector was damaged and had a crack, and the device had bad image quality. The device was received partially disassembled and there was evidence of liquid invasion in the interior of the device. The adhesive of the protector boot also seemed to have been detached. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of bad image quality was confirmed. The following additional findings were also noted: air/water leakage, various appearance defects on the camera head and video connector, and detachment of the protector boot adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.